Event description:
The customer states, that one female pt generated an architect i2000 ca 125 assay result of 73.5 u/ml. About one week later, a new sample was drawn that generated a result of 35.7 u/ml. No suspect results were reported from the lab. The customer then retested the initial sample and generated a result of 75 u/ml. The customer technical advocate and an abbott sales representative explained to the customer that per the assay's package insert that the ca 125 result can vary depending on the pt's condition. The customer understood and required no further assistance. Ther is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. A final report will be submitted at the conclusion of an investigation.